Manufacturer narrative:
The suspect product is the comfort curve strip.

Event description:
Patient reported obtaining back-to-back blood glucose results, of 326 mg/dl and 115 mg/dl, of 484 mg/dl and 131 mg/dl, of hi and 150 mg/dl, of 240 mg/dl and 107 mg/dl on the advantage system (meter serial number unknown, strip lot 549436 with expiration date 01/31/2008). Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.